Event description:
A customer reported a malfunction on their pump, but no notable events occurred prior to the issue, and there was no adverse impact on their blood glucose level. The pump was reset by the customer before contacting technical support, making it impossible to confirm the fault ID. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.